Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the casing was received with one needle with suture thread and one suture thread without needle. Under microscopic inspection of the needle marks on the edge of the loading slot. Pmv performed functional testing where the needles were loaded into the suturing device that they were returned with and applied to test media. Pressure was exerted on needle one in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions; no pressure was exerted on needle two as suture thread did not have adequate length. The needles were found to function properly and remained engaged in the device throughout testing. No difficulty was experienced in loading, unloading, or toggling the needle.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y procedure. The suturing device was being used for the jejunojejunostomy. The needle fell into the cavity of the patient and was retrieved using an atramatic device. The device was difficult to unload. In order to resolve the issue and complete the case, a new suturing device and needle reload were opened. There was no patient harm. The patient status is alive, no injury.